Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was admitted to the ER. It was noted that the patient experienced a hard fall. Upon interrogation of device, oversensing leading to underpacing was observed. Patient was sent to the cath lab immediately for lead revision. Upon opening the pocket, lead fracture was noted. The lead was capped and replaced on (B)(6) 2018. Patient was stable before, during and after the procedure.